Event description:
Customer alleged 2 sets of discrepant blood glucose values: 272 mg/dl, and 83 mg/dl; and 221 mg/dl, and 107 mg/dl back to back, when each test was performed within 10 minutes of the previous test on the advantage system. The location in which the testing was performed was not provided. The customer reported no action as a result of the comparisons. No adverse events related to the alleged malfunctions were reported. A requested was made for the return of the suspect device and replacement product was sent.